Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing anastomosis during a laparoscopic sigma resection procedure, the dorsal part of the stapler leaked. They had to perform hartmann procedure to resolve the issue. They noted that due to this event the incision was extended for more than one inch and the surgical time was also extended by more than 30 minutes. The patient experienced infection and insufficiency due to the extension of the procedure. The patient also had extended hospitalization.